Event description:
It was reported that the patient presented in an emergency room, multiple nonsustained ventricular tachycardia events were noted on the previous day. The implantable cardioverter defibrillator was interrogated due to frequent premature ventricular contractions (pvcs) and low biventricular pacing. Upon interrogation, it was noted that the right ventricular lead exhibited low sensing and high capture threshold. The right ventricular lead was decided to be repositioned, but the procedure was rescheduled due to drop in blood pressure. On (B)(6) 2019, the physician tried to reposition the lead. The pocket was open, and the device was removed. The lead was disconnected, and the helix was successfully retracted, and the lead was repositioned. The helix was then attempted to be extended and it was unsuccessful. When repositioning was unsuccessful as the helix failed to extend, the lead was explanted and replaced. The implantable cardioverter defibrillator was reused. The patient was in stable condition post procedure.

Manufacturer narrative:
Additional information - analysis was normal. No anomalies found.